Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. From cis: the field experience was verified. During an ongoing episode nips cannot be delivered according to spec. The root cause for the slow response when nips and the strange cycle length could not be determined based on the provided info.

Event description:
It was reported that the pt presented to the hosp with ongoing ventricular tachycardia. After interrogating the device, the programmer started "retrieving episodes." During this time, the pt needed non-invasive programmed stimulation. It was also noted that there was a delay from touching the screen until the nips was delivered and an error message appeared. After several hours, the session went back to normal. Device remains implanted.